Event description:
Md discharge summary: "the patient underwent revision upgrade and pulse generator replacement (had reached elective replacement indicator - eri) to his indwelling pacing device. His left ventricular lead was not working (had lost capture, according to the h&p) and ultimately we extracted this. He also underwent extensive pocket revision and conversion to a subpectoral pocket." According to the operative report: "the left ventricular lead was removed from the pulse generator. I kept the right ventricular lead intact as the patient was fully pacemaker dependent. Testing of the left ventricular lead showed no evidence of capture at any output. The sensing and lead impedances appeared stable. Gross inspection of the lead did not show any abnormalities. I was unable to pass the stylet or a guiding wire through this lead and this may suggest some intrinsic coil disconnect, but again this would have shown up electrically and we did not see it, but I elected to do as far as I could with a stylet and see if the lead was movable. It took some manipulation to the subclavian region, but once it was into the heart and coronary sinus region, simple traction was enough to extract this lead. The lead was removed from the vascular system in entirety." He tolerated the procedure well. There were no complications, and the patient was discharged home the next day.